Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator became inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 23oct2018. Two circuit boards were returned to philips for failure investigation. Two shorted components on the motor controller (mc) printed circuit board assembly (pcba) and two shorted components on the power management pcba prevented the ventilator to power on.